Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. A further investigation (fi) has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified creases, wear abrasion, a dark ring, a deformation, and split in the patch. Clouds were observed in the gel after the autoclave disinfection process. A weight test of the device was performed which verified the weight of the device was within the specification. During the additional analysis, a split in patch area with separation of the patch/shell bond at the edge of the shell hole was observed, which is out of specification. Based on the device analysis, the final assessment is a separation of the patch/shell bond at the edge of the shell hole, which is not related to the reported complaint. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Fi summary: review of DHR for work order did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. DHR for the related work order indicates that there was a reprocess order in the primary packaging operation. However, the reported device was completed on a different serial number and this has no relation neither can cause the reported event. The DHR assembly report from oracle was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR for applicable shell run numbers did not identify any deviations, errors, omissions or non-conformances that may be associated to the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.